Manufacturer narrative:
Date sent to FDA: 04/24/2020. Additional information: d3, d4, g1, g2, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2017 during which the surgeon noted adhesions of omentum against the underside of the mesh and a portion of omentum adherent to the colon, requiring extensive lysis of adhesions. The hernia defect extended into the subxiphoid, epigastric and umbilical regions of the abdomen. It was reported that the patient experienced adhesions, abdominal pain and discomfort. No additional information is provided.